Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no reported adverse impact to the customer's blood glucose level, as the customer did not report any exceeding threshold issues. Technical support provided information to reset the pump and assisted the caller in completing the reset. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump but to call back if the issue reappeared.